Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-apr-2013, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-11, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen (500 mcg/ml, 72.5 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. Information received reported the patient was refilled on (B)(6) 2019. The hcp pulled out 40 ml when they were expecting 15.9 ml. The hcp had noticed a slight discrepancy at the previous refill (unknown date), but it was only 2 ml. The rep stated that the patient had experienced an increase in spasms and that this was likely started before (B)(6) 2019. The hcp interrogated the logs on (B)(6) 2019 and there were no abnormalities. The hcp was sending the patient to another physician for a possible catheter revision. The other physicians office stated they do not do dye studies to troubleshoot potential catheter issues and would likely proceed with a catheter revision.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-07, additional information was received from a manufacturer representative (rep). It reported the catheter was revised on (B)(6) 2019. Catheter volume was confirmed. The dose was reduced to 50 mcg/day.